Manufacturer narrative:
(B)(4). Model 2900:this device is not sold or marketed in the u.s.; however, it is similar to device model 2800, carpentier-edwards perimount rsr pericardial bioprosthesis (pmap860057/s001). The device was returned to edwards for evaluation. Evaluation is in progress. The device history record (DHR) could not be reviewed as the device serial number was not provided. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that this 25mm aortic pericardial valve, implanted approximately thirteen (13) years and four (4) months, was explanted due to aortic transvalvular regurgitation secondary to calcification and thickened leaflet. This device was originally implanted for aortic valve replacement to correct aortic regurgitation. This device was explanted and replaced with a 23mm valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ at ICU. The preoperative echo showed that the leaflet mobility corresponds to left coronary cusp was poor, and also calcification and thickened leaflet were observed. There was no tears observed.

Manufacturer narrative:
Customer report of calcification, thickened leaflet, and poor leaflet mobility was confirmed. Report of regurgitation was visually confirmed due to leaflet tears. X-ray demonstrated minimal calcification on leaflets 1 and 3, and wireform intact. All three leaflets were thickened and swollen, especially near the commissures. Thickened tissue restricted leaflet mobility and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the inflow aspect and 2mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and moderate at the outflow aspect. Leaflet 1 had a 6mm tear near commissure 2. Leaflet 2 had a 5mm tear at the inflow aspect near commissure 3. Leaflet 3 had a 7mm tear near commissure 3. Thickened tissue was observed near all the tears. The sewing ring was cut around the valve circumference, and the wireform was exposed on commissure 2. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.